Event description:
The customer reported that she received multiple no delivery alarms, once during basal rate insulin delivery and another when she was not doing anything. The customer's blood glucose was 310 mg/dl. The customer stated the alarm was cleared and resolved. She also stated her blood glucose was fluctuating, as high as 400 mg/dl. Her symptoms were nausea, headache, and diarrhea. The customer also stated there was a leak. Troubleshooting for high blood glucose was performed. A leak was not found. Air bubbles were found in the tubing, which were cleared with a fixed prime. It was found upon reviewing alarm history that four no delivery alarms were received on (B)(6) 2014, and the customer did not change out the set until (B)(6) 2014. Further troubleshooting was not performed and the customer declined to troubleshoot for the leak. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).